Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reports: in early 2008 - the patient underwent a hernia repair procedure with implant of a non-recalled composix kugel mesh patch. Five months later - the patient had the mesh patch explanted due to a small bowel obstruction secondary to multiple loops of small bowel being stuck to the back of the mesh. The mesh was noted to be completely split and pieces of broken mesh were removed from the patient. The patient continued to experience abdominal pain and discomfort.